Manufacturer narrative:
The customer has advised that they had a couple instances that the battery life was very short and all of a sudden it would shut-off. It was like the life at the end of the battery charge went so quickly that it didn¿t even have enough time to present an alarm but just shut-down. The first time this occurred the biomedical engineer checked and device and battery and everything checked out. The recent time it happened everything also checked out but the batteries were coming up on the end of their life, and they purchased new batteries for their transport unit that is taken out of the facility. No further investigation is required.

Event description:
The customer reported that during transport, the cardiosave intra-aortic balloon pump (iabp) had a short battery life, and shut-off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
The customer reported that during transport, the cardiosave intra-aortic balloon pump (iabp) had a short battery life, and shut-off. No patient harm, serious injury or adverse event was reported.